Event description:
A vaxcel pasv mini port was placed for therapeutic purposes in 2003. Approximately two years later, when the patient had completed treatment, the port was removed. It was noted that the catheter had split at the point where the catheter meets the locking collar. The catheter did not break off completely and did not migrate.